Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a percutaneous coronary interventional procedure, after pre-dilating the heavily calcified, 90% stenosed, de novo lesion in the heavily tortuous mid left anterior descending coronary artery several times, a 2.75x38 rx xience prime stent delivery system (sds) was advanced toward the lesion with resistance felt against the lesion and with force applied, ultimately crossing the lesion, however, the proximal shaft separated at the hub area during the advancement. The rx xience prime sds was withdrawn from the anatomy without resistance and the procedure was completed using another rx xience prime sds. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.